Event description:
While patient was on ventilator, the ventilator screen went out. Ventilator was still delivering breaths, however rn ambu bagged patient for a total of 5 minutes until ventilator was switched out.